Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited apparent fracture, high impedance in unipolar and bi-polar mode, fluctuating impedance since (B)(6) 2016, and noise. The ipl was explanted and replaced, and during explant, extraction difficulty occurred. No patient complications have been reported as a result of this event.